Manufacturer narrative:
A partial lead with the pin measuring 22.0cm was returned for analysis. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported while the asymptomatic patient was in the hospital for a routine generator changeout due to elective replacement indicator, externalized conductors were observed through fluoroscopy. The physician decided to cap and replace the lead. The patient condition was stable following the procedure and the patient will be followed normally.